Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post adenoidectomy procedure, the posterior tongue had superficial burn from the device. There was no obvious defect in device insulation, but appeared after adenoidectomy at the spot where the device had contact with posterior tongue. The injury was superficial.